Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the skin of the customer and caused pain at the sensor site. The customer went in a hospital where a healthcare professional (hcp) administered lidocaine and removed the sensor along with the filament. The customer reported to experience bruising at the sensor site after the procedure, however, no further treatment provided to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned. Visual inspection has been performed on the returned sensor and observed that tail has been damaged by sharp. Severed sensor tail was not observed. Visual inspection has been performed on the returned applicator and cap and no issues were observed. The applicator had not been fired correctly. Loose sharp has not returned. Pried open the applicator to inspect the sharp carrier and no issues were observed. Sensor cap was retained inside applicator cap. Damage was observed relating to the sensor cap seal indicates that the user has reapplied the applicator cap after removal, but before attempting to fire the applicator. Therefore, issue is not confirmed to use due to double capping. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the skin of the customer and caused pain at the sensor site. The customer went in a hospital where a healthcare professional (hcp) administered lidocaine and removed the sensor along with the filament. The customer reported to experience bruising at the sensor site after the procedure, however, no further treatment provided to the customer. There was no report of death or permanent impairment associated with this event.